Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a tear was noted at the haptic optic junction after insertion of the iol into the anterior chamber. The iol was left in the eye hoping for better. The patient had temporally displaced iol and vision of 20/60+1 (ph to 20/32-1) which was noted a week after the initial procedure. Additional information was requested.